Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. Siemens healthcare diagnostics is investigating. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. The result was reported to the unit as (B)(6). The unit questioned the result. Another sample was tested in duplicate on the alternate system and the results were (B)(6). Another sample was received and tested. The results were (B)(6). The confirmatory testing was not performed as the patient had a history of (B)(6) results. The customer sent a sample to the local hospital to be tested and the result was (B)(6). The patient received the (B)(6) vaccine on (B)(6). The patient is a dialysis patient and taking multiple medications. The patient is in isolation due to repeat (B)(6) results that were released. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00074 on april 7, 2017. On 04/10/2017 additional information: the patient sample is not available for additional testing and investigation. Therefore, siemens is unable to determine the cause. The customer is going to be testing all samples resulting (B)(6) in duplicate and with the hbsagii confirmatory assay. Based on the information provided, siemens is unable to rule out an unidentified sample specific issue, such as an interferent. The cause for the discordant advia centaur xp hbsagii results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.